Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The prograsp forceps instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 0.06 at the swaged end compared to the nominal pin diameter of 0.073". Grips and other components adjacent to the dislodged pin showed damage. Additional observation related to customer reported complaint: the instrument was found to have a severely bent grip, causing side to side misalignment of the grips. There was a .270¿ offset at the tips. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the screw was no longer in place to hold the prograsp forceps instrument in proper position. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the prograsp was not used during case.

Manufacturer narrative:
The prograsp forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.